Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03-feb-2026, arthrex was notified via email of a case study published in 2023 by american orthopaedic foot & ankle society titled ¿brostro¨m repair with and without augmentation: comparison of outcomes at median follow-up of 5 years¿. The study reviewed ninety-one (91) patients who underwent broström repair with vs without suture tape augmentation using arthrex fibertape to address soft tissue approximation and/or ligation. During the thirty-two (32) month follow-up period eight (8) patients experienced revision surgery. Ref: comfort, s. M. Et al. Broström repair with and without augmentation: comparison of outcomes at median follow-up of 5¿years. Foot ankle int 44, 691-701, doi:10.1177/10711007231176806 (2023).